Event description:
It was reported that the customer had many scratches on display window. No additional information provided.

Manufacturer narrative:
The insulin pump was received with severely scratched display window, cracked display window corners, cracked belt clip slot, cracked reservoir tube lip.